Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with an infection. It was determined that the source of infection was enterococcus faecalis in their back. It was also suspected that there was vegetation on the right atrial (ra) and right ventricular (rv) leads. The implantable cardioverter defibrillator, ra and rv leads were explanted on (B)(6) 2018. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.